Manufacturer narrative:
(B)(4). The complaint rt266 infant evaqua2 breathing circuit is en route to fisher & paykel healthcare (B)(4) for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two rt265 infant breathing circuit kit temperature probes became disconnected from the patient end. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt266 infant evaqua2 breathing circuit is en route to fisher & paykel healthcare (B)(4) for evaluation. A follow up report will be provided upon completion of our investigation. Correction: this complaint did not involve an adverse event and no medical intervention was required.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two rt265 infant breathing circuit kit temperature probes became disconnected from the patient end. No patient consequence was reported. Correction: this complaint did not involve an adverse event and no medical intervention was required.

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit was not returned to fisher and paykel healthcare in (B)(4) for evaluation. Despite requests for the return of the rt266 breathing circuit the device will not be returning for investigation. Therefore, our investigation is based on the event description and our knowledge of the product. The hospital has confirmed that the subject breathing circuit was in use when the disconnection issue was first noticed. They have since confirmed that the probe becoming disconnected was caused by user error, as opposed to a product problem. All rt266 breathing circuits are pressure tested before leaving the production line and those that fail are discarded. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two rt265 infant breathing circuit kit temperature probes became disconnected from the patient end. No patient consequence was reported.